Manufacturer narrative:
The faradrive sheath was returned to boston scientific for analysis. Upon receipt at the post market quality assurance laboratory the sheath underwent visual inspection, leakage testing, and microscope inspection. No abnormalities or defects were found on the exterior of the returned sheath. The sheath failed leak and aspiration testing. Inspection of the hemostatic valves found the internal valve torn by the center slit on the inner face which compromised the valves' ability to seal pressure and fluid within the sheath. This malfunction was identified to be the cause of the allegation. The reported clinical observations were confirmed by the analysis results.

Event description:
It was reported that the sheath exhibited a valve leak. During a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a faradrive sheath was used. The sheath was inserted into the right atrium (ra), but when the mapping catheter was inserted the valve on the sheath handle began to leak in a slow drip. The sheath was replaced and the procedure was completed. No patient complications were reported. The faradrive sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
The faradrive sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that the sheath exhibited a valve leak. During a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a faradrive sheath was used. The sheath was inserted into the right atrium (ra), but when the mapping catheter was inserted the valve on the sheath handle began to leak in a slow drip. The sheath was replaced and the procedure was completed. No patient complications were reported. The faradrive sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.